Manufacturer narrative:
No part was returned for evaluation. The sales rep was contacted and shared that the threaded rod broke while the spacer was being impacted into the disc space. The surgeon impacted the spacer further using a tamp and fixated the spacer with screws. The case was completed. The tip of the broken threaded rod was left flush in the spacer. This evaluation determined that this failure was within expected risk; therefore, no further actions will be taken at this time.

Event description:
It was reported that during surgery the threads broke off the threaded rod. When the surgeon started impacting the driver to place the spacer, the threads snapped off. The surgeon finished placing the implant using a tamp and the surgery was completed.